Event description:
Baxter affiliate reports one incident of a pt reaction with the psn 140 dialyzer during treatment. Pt's temperature rose to 38 degrees c and experienced rigors 2 hours into dialysis treatment. Treatment was stopped and the temperature subsided. Pt complained of tiredness and weakness. Pt was admitted to the hospital overnight at which time blood cultures were drawn to rule out infection. No infections were noted or identified. It was reported that the pt has dialyzed successfully with a dialyzer of a different membrane without incident and the pt's symptoms have resolved.